Event description:
It was reported that during a conventional colectomy procedure, the device did not staple properly. It was necessary to use many reloads to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.